Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 26 mg/dl. The customer was treated with glucagon at the hospital. The customer alleged that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.